Event description:
Paramedics responded to a pt experiencing respiratory problems. The pt was connected to the automatic external defibrillator and transported to the hosp. En route, the unit was said to display the check pt message with intermittent noise on the lcd display. With the ambulance in motion, amvbulance personnel pressed the analyze button while the pt had a p7ulse and was conscious and breathing. Reportedly the unit advised shock and started to charge. The unit was disarmed. The pt was not affected by the reported malfunction and released later that day from the hosp.

Manufacturer narrative:
Physio-control evaluated the device and observed intermittent noise on the lcd display. The defibrillation cable was observed to intermittently cause noise on the lcd display. The defibrillation cable was replaced. The unit was tested then returned to the customer for use. Physio-control also evaluated recording strips that were generated during the event. Physio-control determined the device operated as designed. The facility was made aware of appropriate operating procedures.